Manufacturer narrative:
The customer's complaint was not replicated during in-house testing with retains of device lot w64617rb. No issues with troponini recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018 a patient presented to the customers' facility with shortness of breath (no other symptoms noted). Facility ran the triage panel on the patient.  Tni=0.48ng/ml, ckmb= less than 1.0ng/ml. Site's critical cutoff for tni is greater than 0.50ng/ml, however the result of 0.48ng/ml was considered abnormal.  Patient was then sent to the ER for further evaluation. (To customer's knowledge no further action or treatment was taken based off of the triage result).  ER tested tni on their beckman system, tni = less than 0.03. A total of 3 draws were obtained (4 hours apart) and all resulted less than 0.03ng/ml on beckman for the patient. Customer stated the ER communicated their tni result(s) to them and so the facility reran the patient sample on the triage panel with a new test device, same draw ( at room temperature past 4 hours from collection). Repeat tni= less than 0.05ng/ml.   Patient was discharged on (B)(6) 2018. No further information available on diagnosis, it is unknown if an EKG was performed at the emergency room.